Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic sleeve gastrectomy procedure. The stapler was able to fire but there was poor staple formation. Tissue damage was observed after use, a stomach serosal tear was found. The tissue was not closed completely. Leakage was seen in the methylene test. In order to resolve the issue, the leakage area was sutured. This resulted in temporary injury and non-permanent tissue damage. The surgical time was extended by more than thirty minutes. It was reported that the patient had injury.